Event description:
Pt was transferred to the micu from the operating room with hypoxia, rul pneumothorax and need for mechanical ventilation due to malfunction of a nerve integrity monitoring (nim) endo-tracheal tube (ett) during induction of anesthesia. It was found that the cuff of the nim ett herniated into the ett lumen causing an acute airway obstruction with great difficulty to ventilate and manually bag the pt immediately after intubation. The herniated cuff was found by immediate bronchoscopy and the problem resolved with deflation of the cuff. The tube was exchanged to a regular ett and pt was transferred to the micu where he was extubated after a few hours. The planned surgery (thyroidectomy) was rescheduled.